Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of non-sustained ventricular oversensing which was addressed by reprogramming in a previous visit. It was noted that there was also an episode of t wave oversensing. The physician decided not to make any further programming changes. The patient was asymptomatic and will continue to be followed normally.